Manufacturer narrative:
(B)(4). Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
It was reported that patient recently underwent a full vns replacement surgery due to high impedance, which was reported in mfg. Report #1644487-2018-01805, and the patient developed an infection, which was found to be staph. A review of device history records revealed that the generator and lead were sterilized and passed quality control inspection prior to distribution. The patient underwent vns generator explant surgery. No additional relevant information has been received to date.

Event description:
It was reported via clinic notes received by the manufacturer that the patient's explant wound was healing slowly and there was a little redness around the stitches, which was noted to look reactive to the stitches. It was stated that the sutures were removed and the tenderness decreased. The patient underwent vns re-implantation surgery. No further reports will be submitted unless the information is relevant to the infection and the explant wound.